Event description:
When the power switch was pushed to test the unit, a "pop" was heard within a few seconds and the device no longer functioned. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: evaluation of the device confirmed the reported problem. Visual inspection revealed liquid contamination on the defib board at the capacitor bank connection. When the unit was opened, there was evidence of electrical arcing between the (+) capacitor bank trace on the bottom side of the defib board and the (-) capacitor bank insert. The presence of contaminant trail was also discovered running from the (+) insert to the pads connector gasket. Evaluation of the device's gasket materials did not reveal any faults or failures in this material. It therefore appears that the contaminating liquid entered the device through the pads connector holes as a result of long-term exposure to the liquid and that when activated this liquid caused the reported problem. The device was determined not to be repairable and was scrapped as a result of damage.